Manufacturer narrative:
Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-00975. It was reported that the patient presented in the emergency room. Upon review it was noted that the right ventricular lead exhibited high voltage impedance issue and failed to deliver high voltage therapy during ventricular tachycardia episode. It was also noted that the implantable cardioverter defibrillator had high voltage circuit damage. The lead was capped and replaced on (B)(6) 2020 and the device was explanted and replaced. The patient was in stable condition post-procedure.